Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. Reportedly, the patient received the replacement indicator message and eventually the ipg became inoperable. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.